Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, it was reported that the patient will possibly undergo intervention due to ppm, stenosis and high gradient. Based on the available information, the root cause for the event remains indeterminable. However, it is likely that patient related factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an 21mm aortic valve had aortic stenosis possibly due to patient prosthesis mismatch (ppm) after an implant duration of 1 month. The patient also experienced paroxysmal atrial fibrillation on pod #5 that was treated with metoprolol and coumadin. The patient was discharged after the initial implant procedure on postoperative day severe with home health care. The patient was then hospitalized possibly due to heart failure. Recent echo showed high gradients in both peak and mean, but the valve looks fine and is functioning properly. The cardiologist was convinced that ppm was causing the issues. As reported, pre-operatively patient had a bsa of 2.1 whereas the ideal bsa should be 1.7 and the orifice area was 0.5. Echo exams showed quite elevated velocities across the 21mm valve but it appeared otherwise to be functioning/opening normally and there was no pv leak and her lv function was fine. One physician thought that her chf was largely diastolic in nature and given her underlying severe liver disease (cirrhosis with tips) and kidney disease. It was noted that it will be challenging to manage. Another physician stated that the effective orifice to bsa ration for this valve is in the green range and the valve should be adequate size. However, there was concern for aortic stenosis. The patient had long-standing hyperdynamic hypertrophic ventricle with ventricular noncompliance which certainly is a contributing to the problem. Additional consults were arranged in order to be certain of this diagnosis before they proceed with possible intervention.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. It was reported that after multiple consults and echocardiograms, it was determined by the physicians that the patient did not require intervention and was diagnosed with hyperdynamic noncompliant lv failure. It was later learned that the patient expired on pod #48, and the cause of death was not provided. There was no evidence or allegation by the physicians that the device caused or contributed to the atrial fibrillation or the patient¿s death.